Manufacturer narrative:
Initial report sent to FDA on 09/04/2007. Catalog # pco15f is not sold in the USA and is not FDA approved. However, it is similar to catalog #pco15 which is sold in the USA and is FDA approved.

Event description:
Sex: unk, procedure: ventral hernia repair. According to the reporter, the incorrect mesh was in the packet.